Event description:
It was reported that the right ventricular automatic threshold (rvat) test was detected as greater than the programmed amplitude or suspended due to the presence of intrinsic beats. This rv defibrillation lead exhibited a gradual increase in shock lead impedances from 69 to 113 ohms. The presenting electrogram (egm) showed appropriate device function with no evidence of noise and all other lead measurements were noted to be stable. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. Additional information was received that this rv lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. The presenting egm continued to show appropriate device function with no evidence of noise. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.